Manufacturer narrative:
Further evaluation by manufacturer indicates that an additional label was printed and errantly attached to outer carton of subject product (tibial tray). Manufacturer has opened a CAPA to further investigate the issue. There are no outstanding units from either lot in the united states. All components from tibial tray lot have been located.

Event description:
It was reported that patient underwent knee arthroplasty on (B) (6) 2009. During the procedure, it was noticed by the representative that the component and label on the inner packaging did not match the label on the outer packaging. Additional product was available to complete the procedure without delay or injury to the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - unknown. Device manufacture date - unknown.

Event description:
It was reported that patient underwent knee arthroplasty on (B) (6) 2009. During the procedure, it was noticed by the representative that the component and label on the inner packaging did not match the label on the outer packaging. Additional product was available to complete the procedure without delay or injury to the patient.